Event description:
Report rec'd from (B)(6) stating that the device had holes in the hose assembly. The device was not used in surgery. It is unk if injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).